Manufacturer narrative:
The reported events of lead fracture, and high lead impedance were not confirmed. A complete lead was returned for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis of the lead did not find any anomalies.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon positioning the lead, high lead impedance was observed by psa measurement. After removing the lead outside the body, screw-out and screw-in were attempted in heparinized saline solution and positioning was performed again. When performing the psa measurement, the same anomalous value was observed. As the fracture on the alligator cable was not confirmed, another lead was used to complete the procedure. There were no adverse consequences to the patient. The physician suspected the issue was due to the initial defect of the lead including the fractures.